Event description:
It was reported that the patient received inappropriate shocks due to noise on the rv lead. Device was reprogrammed until replacement. Lead was explanted and replaced. Patient¿s condition was good before and after the procedure.